Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) device and packaging were not returned. Therefore, visual evaluation of the product and packaging could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Device history record (DHR) review was completed for the subject lot number 1221638. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1221638) for similar event using keyword incorrect component quantity and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable without the product/packaging return.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k013227.

Event description:
Sales representative reported that during the surgery, the doctor discovered that the cylindrical box was empty. He completed the procedure with another implant.